Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: adverse events on (B)(6) 2012 for diagnosed vaginal erosion along with erosion site closure on (B)(6) 2012 and (B)(6) 2013 surgeries and on (B)(6) 2015 for small edge vaginal mesh exposure with mesh cut/removed on (B)(6) 2015 were reported via medwatch 2210968-2013-05112. Adverse event on (B)(6) 2017 for sterile abscess surgical procedure was reported via 2210968-2019-79895.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012. Since implantation, the patient experienced mesh erosions. A vaginal erosion was diagnosed and on (B)(6) 2012, the patient underwent a procedure to attempt an erosion site closure. Another surgery for an erosion site closure was performed on (B)(6) 2013. It was reported that on (B)(6) 2015, a small edge of the mesh sling was seen in vagina. On (B)(6) 2015, 8 cm of the mesh sling was cut/removed with incrustations/calcium. On (B)(6) 2017, the patient was operated for sterile abscess at the inside of the left thigh at the orthopedic department. On (B)(6) 2019, the patient was sent to the hospital due to diagnosed abscessus fossae obturatoriae, with 5 months lasting pain from both right and left side of the groin with radiance down on the thigh with heavy severe on the left side, where one also palpated hard area which was very tender. An MRI scan revealed inflammation/infection around the mesh. The surgery was planned for (B)(6) 2019. On (B)(6) 2019, the patient was hospitalized acute with severe pain, due to the abscess on the thigh. The patient was getting IV antibiotic treatment. On (B)(6) 2019 the patient was operated, with discharge of bloody infection and removal of the mesh. The mesh was sent for cultures. Actinomyces IV antibiotic treatment is continued.